Event description:
The ventilator went into a safety valve open (svo) mode and no audible alarm sounded. The customer support engineer (cse) inspected the device and could not duplicate the alleged event. As a precaution the cse removed and replaced the cpu printed circuit board. The unit passed extended self testing. The reported event could not be duplicated, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.